Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The patient experienced ischemia in the left leg that resolved without any intervention specified. Additionally, it was reported that there was a pump positioning issue which was resolved by manipulation of the catheter. The pump also experienced a suction issue that was resolved with administering a neo bolus. A clot was noted at the left superficial femoral artery, which was aspirated with a pnenumbra catheter.